Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient was at an appointment a non-diabetic procedure and when an IV was drawn, it was determined that the patient blood glucose levels were low at 62 mg/dl, compared to the cgm displaying 97 mg/dl. Prior to the non-diabetic procedure, the patient was provided an intravenous (IV) therapy of glucose increase their glucose levels. No symptoms were reported. At the time of contact, the patient was doing good. Data was provided for evaluation and the allegation was confirmed. The probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.